Event description:
Information was received indicating that this ambulatory infusion pump exhibited a motor error message. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. The pump was visual inspected and functional testing performed and the pump passed. During investigation the pump event history log showed motor service due message. The customer's reported problem was verified. Service replaced the pump motor to correct the reported problem. Investigator perform all functional test and the pump passed. The root cause of the reported problem is unknown.